Event description:
Customer reported via phone, the insulin pump had alarmed button error and was unable to clear the alarm. Customer didn't recall blood glucose at the time of the event, but prior to it was 164 mg/dl. Customer stated the device alarmed while customer was on the treadmill, the device froze, and it wouldn't allow her to access anything else. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Customer also mentioned she didn't have a backup plan and was advised to speak to her doctor.

Manufacturer narrative:
No frozen screen noted. The insulin pump was received with button error alarm and had an unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.